Event description:
We have 3 out of our 8 pediatric patients on 24/7 chronic ventilation and all 3 of these patients have suffered unknown harm from receiving up to 10 cm of delivered ventilator pressure above set limits. From information I have to date, the high pressure alarms were not triggered. There is no official recall for this device: respironics philips trilogy evo. We are extremely limited in what devices we can provide our patients due to june recall of trilogy 100 and 200. With aid of our dme companies, we have been able to alert our families, and reset the ventilators with alleviates the issue at least short term. FDA safety report ID# (B)(4).